Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer was in the hospital because he lost his leg and they did not allow him to use the insulin pump. The customer did not use the insulin pump for 11 weeks. When they tried to use it, they inserted a battery but the insulin pump did not turn on. The customer's blood glucose level was 138 mg/dl. Troubleshooting was performed. The display returned. They received an unexpected restart alarm. There was no clear indication that the alarm was cleared. They were advised to prime the insulin pump and check if basal rates are in there. They were advised to call back if issues recur. The device will not be returned for analysis.